Event description:
At approximately 7:27pm. Customer revceived a blood glucose reading = 470mg/dl. Per doctor's instruction's, customer went to hospital. Hospital 8pm blood glucose reading = 93mg/dl. Customer was treated with IV for dehydration and remained at hospital until 3am. Controls were within range. A request was made for the return of the suspect device and replacement product was sent.